Event description:
It provoked me a renal insufficiency [renal insufficiency]. I swallow it because a gap is left between the fake teeth space and I practically swallow it [accidental device ingestion]. My feet got paralyzed, I cannot find my feet, I do not feel them.[paralysis] pain in their legs [leg pain]. In large quantities, using it and using a lot [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of renal insufficiency in an 89-year-old male patient who received double salt dental adhesive cream (ultra corega max seal) cream (batch number unk, expiry date unknown) for denture failure. On (B)(6)2021, the patient started ultra corega max seal. On an unknown date, an unknown time after starting ultra corega max seal, the patient experienced renal insufficiency (serious criteria haleon medically significant and other: haleon medically significant), accidental device ingestion (serious criteria haleon medically significant and other: haleon medically significant), paralysis (serious criteria haleon medically significant and other: haleon medically significant) and wrong technique in device usage process. The action taken with ultra corega max seal was unknown. On an unknown date, the outcome of the renal insufficiency, accidental device ingestion, paralysis and wrong technique in device usage process were unknown. The reporter considered the renal insufficiency to be related to ultra corega max seal. It was unknown if the reporter considered the accidental device ingestion, paralysis and wrong technique in device usage process to be related to ultra corega max seal. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6)2023. The consumer reported that "I am a corega consumer in large quantities and it happens that after some time two years using it and using a lot because I need it provoked me a renal insufficiency, I wanted to know if the justification makes sense. Also, my feet got paralyzed, I cannot find my feet, I do not feel them. I swallow it because a gap is left between the fake teeth space and I practically swallow it, but I imagine the eighty percent at least. Before than I had a wonderful health." Follow up information was received from consumer via call center representative (phone) on (B)(6)2023. Suspect product confirmed as ultra corega max seal. Consumer has been using it for at least three years and uses two large tubes per month this for safety apparently he found out a year and a half. The product is contraindicated for people with renal insufficiency and also have pain in their legs, then their feet do not feel them. The patient reports that he has been using it for at least three years and uses two large tubes per month, this for safety so that the plate will not fall off. Patient continue using suspect product but now in less quantity. Suspect drug use in a lot of quantity. The patient refers that he found out that he has kidney failure a year and a half ago that studies were carried out, apparently from that date he began with this condition but he does not know if it was before. He mentioned that he has also had pain in his legs for a year and a half, he later refers to not feeling his feet. Patient had heart failure for 20 years, he reports that he had 5 bypass operations (he mentions that he has nothing to do with the product). Extra event leg pain were added with outcome unknown. Current condition heart failure were added. For the event paralysis causality updated to yes from unknown.

Manufacturer narrative:
Argus case ID: (B)(4).